Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, resolving the issue as the pump did not display the error again, allowing the customer to successfully start their sensor session.